Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. This is a system report. The section d information is for the primary device, which was in use with the following: medtronic product brand name: deliv sys enveor-l enveor; product ID: enveor-l; (lot: unknown); manufactured date: unknown; use by date: unknown; UDI: unknown continuation of d10: other medical products in use during the event include: brand name: evolut r 29 mm; medtronic product ID: evolutr-29 (lot: j168578); product type: 0195-heart valves; full UDI#: (B)(4); manufactured date: 2024-02-13; use by date: 2025-02-12; implant date: (B)(6) 2025. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. This event was reviewed by medtronic¿s medical safety team. The excerpt of the medical safety subject matter expert (sme) review report follows: based on the sequence of events and medical expertise, the event of valve dislodgement (to the ascending aorta), requiring placement of a 2nd evolut r valve, is likely related to the device that could not seat well in the annulus likely due to significant aortic valve calcification as a contributing factor. The event of aortic dissection, leading to cardiogenic shock and initiation of life-saving measures, is likely related to the 2nd dcs crossing through the first evolut r valve causing the valve to "move" and likely resulting in the aortic dissection per site reporting. The event of death is likely related to complications from the aortic dissection. Product analysis (device listed in section d): the valve remained implanted and no procedural images of the implantation or the implanted valve were submitted for medtronic review. The device history record of the suspect valve was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Cardiogenic shock and cardiac arrest are known potential adverse effect per the device instructions for use (IFU). Unfortunately, a relationship of the reported cardiogenic shock to the device or procedure could not be determined with the limited information available. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function and it can occur despite an ideal implant procedure or device functionality. It is unknown if an autopsy was performed. Per the physician, the cause of death was aortic dissection. Per the medical safety assessment, the event of death is likely related to complications from the aortic dissection. However, a conclusive assessment of the relationship between the event and the device could not be reached. No other technical assessments were performed. No new or unexpected device or therapy issue was identified; the event is foreseen, within expected severity, documented in risk management, and included in monitoring/trending. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Trends for these event types are assessed, and no further action is recommended at this time. Medtronic will continue to monitor field performance or similar events should they occur. Product analysis (device listed in h11 as system reported): the subject delivery catheter system (dcs) was not returned to medtronic and procedural images were not submitted to medtronic for review; therefore, analysis could not be performed. A device history record review was not required as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Product labeling material and risk management files were reviewed. The primary harm is documented in the product labeling and the primary harm and severity are sufficiently documented in the risk management file. There is no information to suggest a device quality deficiency or a failure to meet specifications that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut r 29 mm, the valve dislodged after deployment. Subsequently, a second valve was implanted. The patient experienced a shock and subsequently died. Additional information was received that during the implant, no pre-implant balloon dilatation was performed. Per the physician, the cause of death was aortic dissection. The patient's shock experienced was cardiogenic shock due to cardiac arrest. Additional information was received to report the patient's native aortic valve was heavily calcified which added stress to the first evolut valve and resulted in dislodgement to the ascending aorta. During advancement of the delivery catheter system (dcs) with the loaded second valve, the first valved moved multiple times and resulted in an ascending aortic dissection with subsequent cardiac arrest. Cardiopulmonary resuscitation was initiated and performed for more than one hour. Afterward, the patient was prepared for open heart surgery to repair the aortic dissection. The patient was placed on cardiopulmonary bypass; however, the patient's heart did not respond to the bypass procedure. Subsequently, the patient's death was pronounced and a time of death was declared. Per the physician, the medtronic valves and the second medtronic dcs cannot be excluded as contributing factors to the aortic dissection and subsequent death.

Manufacturer narrative:
Corrected data: d. Suspect medical device: manufacturer name h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut r 29 mm, the valve dislodged after deployment. Subsequently, a second valve was implanted. The patient experienced a shock and subsequently died. Additional information was received that during the implant, no pre-implant balloon dilatation was performed. Per the physician, the cause of death was aortic dissection. The patient's shock experienced was cardiogenic shock due to cardiac arrest. Additional information was received to report the patient's native aortic valve was heavily calcified which added stress to the first evolut valve and resulted in dislodgement to the ascending aorta. During advancement of the delivery catheter system (dcs) with the loaded second valve, the first valved moved multiple times and resulted in an ascending aortic dissection with subsequent cardiac arrest. Cardiopulmonary resuscitation was initiated and performed for more than one hour. Afterward, the patient was prepared for open heart surgery to repair the aortic dissection. The patient was placed on cardiopulmonary bypass; however, the patient's heart did not respond to the bypass procedure. Subsequently, the patient's death was pronounced and a time of death was declared. Per the physician, the medtronic valves and the second medtronic dcs cannot be excluded as contributing factors to the aortic dissection and subsequent death.